Event description:
Pain and swelling appeared at the site where the catheter is tunneled. Pain at palpation with subcutaneous infiltration (without necrosis-echography of the day of "soft parts of the body") opacification of the implanted port by contrast substances. Cracking where the catheter is tunneled. Removal of the implanted port.